Event description:
Started using philips remstar CPAP in (B)(6) 2014. Hospitalized in (B)(6) 2017 with pneumonia. Chest CT was abnormal. Pet / CT showed left upper lobe mass. CT guided core biopsy on (B)(6) 2018 confirmed diagnosis of adenocarcinoma of the lung. Lobectomy performed on (B)(6) 2018. Pt underwent chemo and radiation.